Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abortion spontaneous ('pregnancy (miscarriage)'), uterine leiomyoma ('reproductive system disorder or condition - type of disorder or condition: fibroids') and anaemia ('blood or heart disorder/ condition type: anemia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 5, dysfunctional uterine bleeding, heart disorder, mental disorder, skin rash, low back pain, uti, dysuria, pain in leg, hypertension, constipation, vaginal discharge, vaginal itching, morbid obesity, multigravida, degenerative disc disease, heart valve disorders, spinal fusion surgery, ovarian cyst, serous cystadenocarcinoma ovary, paratubal cyst, chronic cervicitis, myomectomy, anemia and uterus enlarged. Previously administered products included for an unreported indication: norplant. Concomitant products included acetylsalicylic acid (aspirin), cefixime (flexeril), ethinylestradiol; norethisterone (ovcon), gabapentin, gabapentin (neurontin), hydrochlorothiazide, ibuprofen (motrin), levothyroxine, levothyroxine sodium (synthroid), lubiprostone (amitiza), metoprolol, metronidazole (flagyl), naproxen sodium (aleve) and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ heavy bleeding and blood clotting"). In (B)(6) 2010, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and weight decreased ("weight loss") and experienced headache ("headaches"), alopecia ("hair loss"), nausea ("nausea"), fatigue ("fatigue") and migraine ("migraines"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (urinary tract/)"), vaginal infection ("infection (vaginal)"), bacterial vaginosis ("infection (other) describe: bacterial vaginosis"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced anaemia (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2019, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with allopurinol (elavil), escitalopram oxalate (lexapro), vilazodone hydrochloride (viibryd), blood transfusion and surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy. Cytoscopy and myomectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abortion spontaneous, uterine leiomyoma, anaemia, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, dyspareunia, headache, alopecia, cystitis, urinary tract infection, vaginal infection, bacterial vaginosis, depression, nausea, vaginal discharge, fatigue, migraine, weight increased, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding and weight decreased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anaemia, anxiety, bacterial vaginosis, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Discrepancy noted for essure confirmation test(s) conducted, specify-no, and previously reported essure confirmation test: yes. Plaintiff received treatment for vaginal bleeding, menorrhagia, migraines, headache, fatigue, nausea, depression, anxiety, infections (bladder, urinary tract, vaginal), pregnancy (stillbirth or miscarriage), fibroids, dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure confirmation test: yes; in (B)(6) 2006: result unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, menorrhagia, vaginal bleeding, migraines, headaches, fatigue, nausea, depression, anxiety, uti, dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-nov-2021: mr received. Reporter information, patient medical history, concomitant medication, product removal details added. Action taken with drug updated. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abortion spontaneous ('pregnancy (miscarriage)'), uterine leiomyoma ('reproductive system disorder or condition - type of disorder or condition: fibroids') and anaemia ('blood or heart disorder/condition type: anemia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 5, dysfunctional uterine bleeding, heart disorder, mental disorder, skin rash, low back pain, uti, dysuria, pain in leg, hypertension, constipation, vaginal discharge, vaginal itching, morbid obesity, multigravida, degenerative disc disease, heart valve disorders, spinal fusion surgery, ovarian cyst, serous cystadenocarcinoma ovary, paratubal cyst, chronic cervicitis, myomectomy, anemia and uterus enlarged. Previously administered products included for an unreported indication: norplant. Concomitant products included acetylsalicylic acid (aspirin), cefixime (flexeril), ethinylestradiol;norethisterone (ovcon), gabapentin, gabapentin (neurontin), hydrochlorothiazide, ibuprofen (motrin), levothyroxine, levothyroxine sodium (synthroid), lubiprostone (amitiza), metoprolol, metronidazole (flagyl), naproxen sodium (aleve) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2006, the patient had essure (ess205) inserted. In january 2007, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/heavy bleeding and blood clotting"). In january 2010, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and weight decreased ("weight loss") and experienced headache ("headaches"), alopecia ("hair loss"), nausea ("nausea"), fatigue ("fatigue") and migraine ("migraines"). In january 2015, the patient experienced urinary tract infection ("infection (/urinary tract/)"), vaginal infection ("infection (vaginal)"), bacterial vaginosis ("infection (other) describe: bacterial vaginosis"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced anaemia (seriousness criterion medically significant). In january 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In september 2018, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In december 2019, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with allopurinol (elavil), escitalopram oxalate (lexapro), vilazodone hydrochloride (viibryd), blood transfusion and surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy. Cytoscopy and myomectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abortion spontaneous, uterine leiomyoma, anaemia, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, dyspareunia, headache, alopecia, cystitis, urinary tract infection, vaginal infection, bacterial vaginosis, depression, nausea, vaginal discharge, fatigue, migraine, weight increased, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding and weight decreased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anaemia, anxiety, bacterial vaginosis, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 182 lbs. Discrepancy noted for essure confirmation test(s) conducted, specify-no, and previously reported essure confirmation test: yes "plaintiff" received treatment for vaginal bleeding, menorrhagia, migraines, headache, fatigue, nausea, depression, anxiety, infections (bladder, urinary tract, vaginal), pregnancy (stillbirth or miscarriage), fibroids, dysmenorrhea diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure confirmation test: yes; in (B)(6) 2006: result unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, menorrhagia, vaginal bleeding, migraines, headaches, fatigue, nausea, depression, anxiety, uti, dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-nov-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.